Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using both ac and battery power. When powered on, the device is able to obtain readings and alarmed audibly and visually under alarm conditions. The unit's alarm silence key would get stuck causing alarms to be silenced continuously. No issues were identified related to the unit's ports. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has alarm and cable port issues. No patient impact or consequences were reported.